Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient had a cardio stress test done at the mayo clinic. It was reported the patient¿s cgm was working ¿fine¿ at this time, however, it was removed prior to the stress test procedure. On (B)(6) 2024, the patient underwent a double balloon enteroscopy to treat lower intestinal bleeding (unrelated to the dexcom device). The patient was not wearing a cgm device at this time. On (B)(6) 2024, a new cgm sensor was put on, but the patient said she ¿could not get it to work¿. Therefore, another sensor was inserted, which was reported to have worked ¿fine¿. On (B)(6) 2024, the patient stated that her sensor (for this complaint record) was ¿acting weird again¿. The cgm was giving a ¿no readings¿ alert her bg meter was reading 337 mg/dl. The patient was wearing a tandem insulin pump. At some point, the patient began bleeding out, hemorrhaging, and was unconscious. The cause of this was a severe reaction from the previous surgery she had done on (B)(6) 2024. The patient¿s husband drove her to the emergency room, where the patient¿s hemoglobin was 4.1 and bg level were 600 mg/dl. The patient was also diagnosed with diabetic ketoacidosis (dka). The patient was admitted to the hospital and underwent a second surgery for her lower intestinal bleeding. Unspecified medication was provided to the patient for her gastrointestinal condition. The patient was discharged on (B)(6) 2024. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.